Event description:
The pt was implanted with a siltex saline mammary prosthesis on 6/22/92. Subsequently, the pt experienced a deflation of the implant and an infection. The device was removed on 5/22/98.